Event description:
During the procedure, the ball-tipped guide wire was observed to protrude from the distal femoral side.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.